Event description:
The consumer reported that she suspected the implantable neurostimulator (ins) might be "tipped" because when she was standing up, it said she was laying down. The issues with the adaptive stimulation occurred about a month ago. Also, when the patient went to charge she could only get two coupling bars and that was even after trying everything to improve the coupling the patient noted that it took her 12 hours to charge part way with 2 couplings bars. The patient noted that the ins felt different especially compared to the other battery on the other side. The patient noted it could be angled a little. The patient wanted to schedule an appointment with the manufacturing representative and healthcare professional. No patient symptoms reported. Indications for use include non-malignant pain and complex regional pain syndrome type 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.